Event description:
This rv lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2018. A call was placed to technical services on 06/07/2018 stating that this lead was exhibiting sudden changes with its shock impedance measurements. It was noted that on (B)(6) 2018 it measured 117 ohms from ra to can; rv coil to can was 150 ohms; rv to ra was 187 ohms which was previously 86 ohms at last check in 2016, but in the past year trend has been in the 140 ohms 150 ohms range. Last shock was (B)(6) 2017 with shock impedance of 116 ohms; (B)(6) 2017 took a few attempts, 1st and 2nd attempts were greater than 125 ohms and 3rd attempt was at 122 ohms. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).